Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported at this time, that the patient with this device system, passed away approximately one month post implant due to sepsis. The origination of the infection was unidentified. No return of product is expected.